Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that stimulator housing had suddenly extruded through the skin and therefore repositioning of the internal implant and skin flap rotation surgery was performed on (B)(6) 2022. However, there were no art responses recorded after skin flap rotation and suture closure. The electrode array was outside the cochlea while reopening. Art responses were checked again after re-insertion of the electrode array, but were still absent. It was decided to explant the device and leave the active electrode array in the cochlea.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the device through the skin. No infection was reported. After surgery art responses were no longer present due to undetermined reasons. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported that the stimulator housing had suddenly extruded through the skin and therefore repositioning of the internal implant and skin flap rotation surgery was performed on (B)(6) 2022. However, there were no art responses recorded after skin flap rotation and suture closure. The electrode array was outside the cochlea while reopening. Art responses were checked again after re-insertion of the electrode array, but were still absent. It was decided to explant the device and leave the active electrode array in the cochlea. The user will be re-implanted once the tissue has healed completely.